Event description:
Initial complaint - pt states vent "stopped delivering any air. Event occurred in pt's home." While plugged into 110 power, they got a power lost message and ventilator shut off. After turning ventilator back on it would start running again, and then shut down after short period of time. Exchanged ventilator with back-up ventilator without continued problems. No change in power source. Hme used at time. Vent on ac power at time of incident, no other power sources tried. No allegations of vent causing harm.